Event description:
It was reported during the interstitial laser coagulation, the laser displayed the diffuser fault and the laser temperature displayed 30 degrees. A second fiber was used to complete the case. There was no consequence to the pt. 08/21/1998 during the eval of the returned product, the heat marker was observed to be damaged.